Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2015. The patient was in stable condition.